Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent and foreign material on lens surface (clear residue on lens). (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Conclusion code: per dfu for this lens model, vicl's are controindicated for implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -7.0/2.0/066 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was exchanged for a larger lens on same day due to low vault. The problem was resolved.